Event description:
Patient has an atrial tachycardia episode that is displaying what appears to be lead noise. The lead statistics are in range and are not showing a trend. Lead to be evaluated further. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.